Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary uncovered stent was to be used to treat a stricture in the mid common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during stent deployment, one of the stent wire came out and perforated the outer sheath, and then the stent was not released from the delivery system. The wallstent device was removed from the patient and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully constrained wallstent biliary uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the blue outer sheath at the distal section was perforated by the stent wires. A severe kink was noted in the middle of the blue exterior tube. Functional evaluation revealed it was not possible to deploy the stent due to stent wires perforating the outer sheath at the distal section. No other issues with the device were noted. The reported event was confirmed. It is possible that, upon deployment/reconstrainment attempts, the end of the stent wires got stuck, causing the perforation of the outer sheath and the resultant inability to deploy the stent. Taking all available information into consideration, the investigation concluded that the observed failures and the reported events were likely due to anatomical or procedural factors encountered during the procedure, such as tight/tortuous anatomy, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary uncovered stent was to be used to treat a stricture in the mid common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during stent deployment, one of the stent wire came out and perforated the outer sheath, and then the stent was not released from the delivery system. The wallstent device was removed from the patient and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.